Manufacturer narrative:
(B)(4). Foreign- (B)(6). Concomitant products: unk bearing, unk femoral stem, unk tibial tray, unknown tibial stem, unk assembly. Reported event was not confirmed by review of x-rays provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review: no hardware complication can be identified in the system. The tibial plateau component does not extend the entire anteroposterior extent of the plateau, but this may be intentional. No periprosthetic lucency can be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the subsequently after knee arthroplasty the patient¿s femoral screw has loosened and screw migrated into the knee.